Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported not being able to establish a continuous connection with the ins. Pt has stated it will take them up to an hour to establish a continuous connection with the ins. Pt will recharge every 8-10 days. The following troubleshooting steps were performed; recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider using and tightening the recharging belt, repositioned the recharger, located the ins by looking for incision and/or palpating the ins. After palpating for ins, pt described their ins as rolling in the pocket site. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for in person troubleshooting. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.